Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. A review of the manufacturing record for this particular batch# 8458973 shows that the device met its material, assembly and product specifications at the time of its release of distribution.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was calcified and moderately tortuous. The 3.00x32mm taxus express2 drug eluting stent was not able to cross a calcified lesion. Stent damage was found. No patient complications were reported. Additional information is unavailable.